Event description:
Feeding tube insertd after pt pulled out previous tube during a spastic stage. X-ray revealed feeding tube enters through trachea and left main bronchus and the tip is in the left pleural space at the left lung base.